Event description:
After going through the planning and going back and forth on sizing, we preceded to cut a journey pfj. Since it was a pfj, the dr. Decided to cut the entire cut plan (as opposed to only the implant). After cutting, during the trial, the dr. Indicated that the component didn't fit the patient. After ensuring nothing had moved and the cut plan was what he wanted to cut, he indicated that there was nothing that he or I could change to make it fit the way he wanted. He said it was not because of any issue with the navio or our plan, simply that the disease may have been more extensive than he realized. Dr changed the procedure to a total knee. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: the device was used in treatment and it was reported that the doctor decided during treatment to convert to total knee after going through planning and sizing then cutting the plan. The component did not fit the patient as a result of the disease being more extensive than the doctor realized. The software version was not recorded, but DHR review shows that all navio software versions released to the field have been validated. A complaint history review found similar reports, this issue will continue to be monitored. This failure is an identified failure mode within the risk file. The surgical technique guide released at the time of the complaint provides instructions for using the journey patellofemoral joint system. Specifically, the guide does provide instruction on how to conduct implant planning. Case log files and screenshots were not made available to the designated complaint unit for review. Thus, log file review could not be performed. A relationship between the device and the reported event could not be established and the root cause could not be determined. Per complaint details, the component did not fit the patient "not because of any issue with the navio or our plan, simply that the disease may have been more extensive than realized". Reportedly the surgeon "could not have changed any factors to have gotten a better outcome with the pfj" and the pfj procedure was converted to a tka. Based on the information provided, there was no patient injury/impact and a device failure was not supported. No further medical assessment is warranted at this time.